Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 48-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. After the procedure, the device was removed and a small hematoma was noticed. A femstop was placed. Due to groin swelling, the venous line was removed. A decision was made to bring the patent back to the cath lab and balloon tamponade. Access site bleeding and/or vascular injury can be attributed to a patient's vessel characteristics and/or user technique.